Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported her cgm displayed 360 mg/dl; however, her bg value was 700 mg/dl. The patient went to the hospital and was admitted to the ICU with a diagnosis of dka. The patient was treated with IV fluids, IV insulin and other unspecified medications. The patient was discharged home seven days later. The reported glucose values fall within the b zone of the parkes error grid. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. This is being reported as an adverse event with medical intervention. No additional patient or event information is available.